Event description:
It is reported in 2005, the pt had a regularly scheduled follow-up visit. The surgeon noted on x-ray that osteolytic lesions or cysts had formed around the treads and tips of the screws used to affix the plate. Revision is scheduled for 2005.

Event description:
It is reported in 2005, the pt had a regularly scheduled follow-up visit. The surgeon noted on x-ray that osteolytic lesions of cysts had formed around the threads and tips of the screws used to affix the plate. Revision is scheduled 4 months later.

Event description:
It is reported that on 04/2005, the patient had a regularly scheduled follow-up visit. The surgeon noted on x-ray that osteolytic lesions or cysts had formed around the threads and tips of the screws used to affix the plate. Device revised on 08/2005.